Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. On 06/30/2017: report was delayed due to an esg issue. Tickets (B)(4) were opened on 5/26/2017 and not resolved until 06/30/2017.

Event description:
According to the available information, anchor stayed in place when tensioned but suture line broke off. Procedure was attempted 3 times but unsuccessful - (B)(4).

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. One altis sling was returned for evaluation. Examination and testing of the returned device was inconclusive - partial device received. Based on this and the verification from the contract manufacturer, (cm) that all devices from this lot passed all required testing and inspections and because the procedure was unable to be completed with additional altis sling devices, quality was unable to conclusively determine a root cause of the reported complaint. Additionally, because the available information indicated the mesh sling was damaged to facilitate removal, the observations of damage to the sling noted above are believed to have occurred at explant. These damages are not associated with the cause for failure. Should additional information be received, this file will be re-evaluated, according to procedures. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to suture - break are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, no further corrective action is required at this time.